Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.7., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp edge opening on anterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis, the final assessment is a sharp opening edge on anterior due to an unidentified (tear) opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.